Event description:
It was reported that during a da vinci-assisted surgical procedure, there were a few problems with the da vinci system. Last week, during two cases, the staff experienced issues with rotating the 30-degree endoscopes. When they pressed on the endoscope orientation on the touchpad, an audio tone was produced. The staff manually rotated the endoscopes by removing and reseating them, but the endoscopes would flip back to their original position. Despite this issue, both cases were completed successfully. The caller was unable to identify which arm the scopes were on when the issue occurred. Upon reviewing the logs, no errors related to the reported issue were found. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: there was no patient injury. There was no tissue damage.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the 30 degree endoscope plus (sn (B)(6)) and found no issues, able to tilt smoothly between 30 degrees up and 30 degrees down. Fse was not able to test other scope in question as customer said one was enough. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided and fse¿s field evaluation.